Event description:
Report received of an incident where the balloon ruptured on the thermodilution catheter while in use on a patient. The reporter states the physician had inserted the catheter and attempted to inflate the balloon when blood was noted in the syringe. The catheter was removed and not replaced. It was unknown to the reporter whether a pre-insertion test of the balloon had been performed. The balloon was checked by the physician to assure the balloon was intact when removed. It was reported that the physician felt that all parts of the balloon were removed. There was no report of patient harm or adverse patient effect. Although requested, no additional information was available.